Event description:
The valley lab force ii electrosurgical generator ws connec ted to an electrical wall outlet. The force ii power switch in back of machine ws turned on. The parameters were set on blend 1, 60 watts cut power, 15 watts coagulation power and left in monopolar mode. A valleylab rem patient return electrode pad was placed on patient's right thight and connected to a bipolar cable was placed into the monopolar active receptacle on the unit. The kelpinger forceps were inserted through a laparoscopic trocar into the patient's abdomen by the surgeon and used to move the bowel for diagnostic viewing. The surgeon noted smoke and removed the instrument and by touch felt the instrument to be hot. The surgeon then inspected the patient where the hot instrument had touched and believed there to be burns on the bowel.the patient was admitted as an inpatient for observation and a general surgeon's consultation was requested. The patient had an uneventful hospitalization and was discharged after approximately 48 hoursdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.